Manufacturer narrative:
An initial MDR was submitted, however after further investigation this complaint was determined to be non-reportable. This follow up MDR is being submitted as a correction to the reportability.

Manufacturer narrative:
Thus, both the microcatheter and the angiography catheter were safely removed again as a unit from the patient and were also replaced for a new angiography catheter (brand name and type unknown) and a new microcatheter (606-s255fx/15629965). The replaced microcatheter could pass through the new angiography catheter with no further issues. After that, although the physician attempted to insert the 1st microcatheter into the replaced angiography catheter, it got stuck at the distal end of the angiography catheter. As the physician concerned that the event was due to the 1st microcatheter, the procedure was continued using the 1st angiography catheter (vs/cook, 5fr, type unknown) and the replaced microcatheter. However, later on, while inserting an orbit (638cs1030/15757102) into the 2nd microcatheter, he experienced severe resistance and could not advance it anymore. Although he re-inserted the same coil into the microcatheter several times, the situation did not improve. Then, the orbit was safely removed from the patient and was replaced for a new one (pc4181034-30/c17067). As the presidio still got stuck into the 2nd microcatheter, both the presidio and the 2nd microcatheter were safely removed as a unit from the patient and were replaced for new products (coil: pc4181034-30/lot unknown, microcatheter: 606-s255x/lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. After the complaint product, five coils (pc4182050-30, lot all unknown) were successfully placed into the aneurysm with no further issues. According to the physician, at the time of the coil insertion, he experienced severe resistance within the microcatheter at all times. The devices were delivered from external iliac artery through internal iliac artery with ipsilateral retrograde approach. The vessel tortuosity was significant but it would not be related to this event. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint products are going to be returned for evaluation. Also the syringe (635-002/96331186), y-connector (brand name unknown/boston scientific) and angiography catheter (vs/cook, 5fr) used with the complaint products are going to be returned. No additional information is available. The procedure was coil embolisation for left internal iliac artery aneurysm prior to endovascular abdominal aortic aneurysm repair that was moderately calcified and moderately tortuous. No patient information (age, gender, dob and weight) was provided. Access was obtained from left femoral artery. Concomitant medical products and therapy dates: angiography catheter (vs/cook, 5fr, type unknown); orbit (638cs1030/15747970); new angiography catheter (brand name and type unknown); new microcatheter (606-s255fx/15629965); orbit (638cs1030/15757102); prowler select plus (606-s255fx/15550049); new coil (pc4181034-30/lot unknown); new microcatheter (606-s255x/lot unknown); five coils (pc4182050-30, lot all unknown); syringe (635-002/96331186); y-connector (brand name unknown/boston scientific). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
Prowler select plus (606-s255fx/15550049) impeded and obstructed in patient. Prowler select plus (606s255fx/15629965) obstructed in patient. Orbit (638cs1030/15747970), orbit (638cs1030/15757102), and presidio (pc418103430/c17067) impeded in microcatheter. Initially, an unspecified angiography catheter (vs/cook, 5fr, type unknown) was navigated into left internal iliac artery. Then, a prowler select plus (606-s255fx/15550049) was delivered to its peripheral artery. No issues noted. However, after that, while advancing an orbit (638cs1030/15747970) in the prowler select plus (606-s255fx/15550049) which delivered through the unspecified angiography catheter, it got stuck around the middle section of the microcatheter. And so, both the orbit and the prowler select plus were safely removed as a unit from the patient. Then, he firstly flushed the microcatheter with saline and re-inserted the same coil into the microcatheter but it got stuck. The distal tip (approx. 3cm) of the microcatheter was only exposed from the angiography catheter. And then, both the microcatheter and the angiography catheter were safely removed as a unit from the patient. Although he re-inserted the microcatheter into the angiography catheter, the microcatheter could not pass through the distal tip of the angiography catheter.